Manufacturer narrative:
Explant date: 2019. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 14017072, model/catalog description: artisan lead 70 cm

Event description:
A report was received that the patient's ipg caused discomfort and had difficulty charging it. Inadequate stimulation was also reported. The patient underwent and explant procedure and was doing well postoperatively. No further information could be obtained.